Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was in the rehab center. Customer's blood glucose was 408 mg/dl. Customer had issue with the bolus wizard. Customer was advised the max bolus was set at 2.2. Customer declined troubleshooting. Customer will not be returning the device for analysis.